Event description:
It was reported ongoing occlusions occurred. There was no adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off-label insulin.